Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown legacy biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature. Additionally, there was bone blood residue around the external threads due to usage; the implant platform was damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device history record (DHR) review could not be performed for the screw since the lot number was unknown. Complaint history review could not be performed for the screw since the item/lot number was unknown. Therefore, based on the available information, device malfunction did occur and the reported screw fracture was confirmed - screw fragment was identified/stuck in the implant drive feature.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot, UDI number unknown / not provided. Initial reporter first/given name: unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the patient came to medical office with a crown loose and doctor noticed that the screw was fractured. The doctor tried to remove the screw portion from the implant without success. Implant was removed.